Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted, removed, and replaced, a 13.2mm vicmo 13.2, -08.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens tore during injection into the eye. There was patient contact (lens touched the eye) with no patient injury. The lens implanted, removed, and replaced intraoperatively and this resolved the problem. Cause of the event is reported as unknown.